Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein. A 6.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no complications reported and the patient was in good condition.

Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 5mm proximal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein. A 6.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no complications reported, and the patient was in good condition.